Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during replacement procedure, after the new lead was implanted, a capture anomaly was observed. The lead was removed and replaced. Patient was asymptomatic before, during and after the procedure. The patient was fine on the discharge check the next day.

Manufacturer narrative:
Analysis was normal. No anomalies were found.